Event description:
Covidien monoject 60ml ll syringes-the syringe tip breaks off of the syringe when drawing up medication resulting in spills. This is happening while making hazardous compounds (chemo) as well as non-hazardous. There also is no expiration date on the sterile syringe. FDA safety report ID # (B)(4).